Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer, PICC stylet had a hard bent in the last 4cms where the stylet is barely hanging together, almost breaking during procedure but there was no difficulty in passing the stylet in the patient and they visualized the stylet pre procedure to ensure it was intact. There was no reported patient harm.